Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid left anterior descending artery. While attempting to cross an unknown previously placed stent, the stent implant dislodged from the balloon. Attempts to remove the stent with a snare device and then a balloon catheter were unsuccessful and the patient was taken to surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.